Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was unable to remove the battery cap from the insulin pump. Blood glucose was 411 mg/dl and the customer had not treated yet. The customer was at the doctor's office to get injections. Most recent blood glucose was 368 mg/dl. Customer attempted to remove the cap with a quarter but was not possible. The customer did not have a flat-head screwdriver to try to remove it. Customer was going to buy the screwdriver. Customer was advised a battery cap replacement would be sent and to monitor the insulin pump.